Manufacturer narrative:
Corrected implanted date; the incorrect date was entered on the initial medical device report. It should be (B)(6) 2014. Manufacturer narrative: the reason for this revision surgery was to remedy a damaged subscap after 1 years, 1 months, 18 days in vivo. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part; with 3 of the prior complaints having the same failure mode of trauma. This is the first complaint against this lot number. It was reported that the patient was non-complaint as indicated by operating power tools and lifting objects above her head. Thus the non-compliance of the patient is attributed as the primary root cause. Hence this complaint can be deemed as non-product related. Further this investigation is limited in scope because the explanted products were not returned to (B)(4) and hence any alternative root causes cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery: non compliant patient. The patient has had 2 sub scap repairs since the original shoulder replacement due to operating power tools and lifting objects above her head. The patient once again injured herself and this sub scap could not be repaired well, so the surgeon decided to go with a reverse shoulder prosthesis.